Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture and sensing. It was determined that the lead had dislodged. Subsequently, the patient underwent a revision procedure and this lead was explanted and replaced. No further complications have been reported.